Event description:
It was reported that a malfunction with code malf 12 occurred. The customer's blood glucose level did not exceed 500 mg/dl and remained within an acceptable range. Technical support assisted the customer with resetting the pump, which resolved the issue, as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.